Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification due to a failure of the display / touch test. It was also noted that the display was pinkish. A constant beeping noisy was observed during inspection. The system fan was noisy. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempt to service the programmer it was noted that upon turning on, the screen froze and a constant beeping noise occurred. The programmer which was returned for service subsequently tested out of specification during manufacturers assessment. There was no patient involvement.